Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the application instrument for sternal zipfix (p/n: 03.501.080, lot #: 7858407) was returned and received at us cq. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. The customer reported the device was received from the operating room with a repair tag stating they wouldn't tighten the zipfix. The repair technician reported a piece is broken off of feeder component and is missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition was confirmed for the application instrument for sternal zipfix (p/n: 03.501.080, lot #: 7858407). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.501.080, lot number: 7858407, per shr, the manufacture date of this item is 5-oct-2012. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the application instrument for sternal zipfix was received from the operating room with a repair tag stating that it wouldn't tighten the zipfix. It is unknown if there was patient and procedure involvement. Concomitant device: unk - zipfix implants (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).